Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that a reciproc blue file was broken. Broken part is at the moment in root canal. Further treatment is possibly pending. Customer will send the package and instrument for investigation. A request for further info and product has been requested.

Manufacturer narrative:
Five reciproc blue files r25 8/100 31mm 025 were returned (two files in loose + three unused files). First file in loose is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Second file in loose is not broken, not damaged. Nothing unusual to report was found during dhrs review (batches #1731267 and #1735180). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.